Manufacturer narrative:
Results of a preliminary investigation showed that the patient sustained a cranial trauma and required hospitalization. Specific medical intervention for the reported trauma was not provided, however, it is noted that the customer stated there were "no clinical consequences." Additionally, the customer reported that the event is contributed to an unspecified "user mistake." Investigation is ongoing. Hillrom will gather additional information on the circumstances that lead to the event, and the severity of patient injury. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
The customer reported that during an unspecified patient transfer, the slingbar disconnected from the lift due to the quick release hook break, and the patient fell from 1 meter height. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
It was reported that during the use of a liko multirall 200 lift, the device's sling bar disconnected due to the quick release hook breaking, and the patient fell 1 meter to the floor. The patient "fell on his head and was hospitalized for several days". Specific medical intervention for the reported fall was not provided, however, it was reported that "there were no clinical consequences" and the patient is "now fine." " additionally, the customer reported that the event is contributed to a "user mistake." The lift is intended as an aid in lifting and transferring patients. The sling bar can eighter be permanently attached to the lift or attached by attaching a use a slingbar equipped with a quick-release hook (accessory) to the lift's q-link. The IFU instructs, with the use of the quick release hook "push down the red catch and connect the quick-release hook to the q-link. Release and check that the catch locks in order to prevent involuntary unhooking from the q-link." Additionally, the instruction manual for multirall 200 lifts (7en125103 rev. 13) in the safety instructions section states: "incorrect attachment of sling to slingbar may cause severe injury to the patient. Before lifting, always make sure that: ¿ the lifting accessory is correctly and safely applied to the patient in order to prevent injuries; the lifting accessories are properly attached to the lift; the sling¿s strap loops are correctly connected to the sling bar hooks when the sling straps are extended, but before the patient is lifted from the underlying surface." Hillrom technician inspected the device on site and noticed that the overhead rail position is not appropriate vs the positioning of the bed: the rail is in diagonal in the room whereas the bed is in one corner. So that, for every transfer, the care givers have to pull laterally on the liftstrap. The technician noticed that the liftstrap showed wear and the safety latches were missing. The technician also noted the functional test of the device to be "ok". Hillrom sales representative provided training to the customer on safe handling of the lift and its accessories. Based on the inspection findings as well as report of "user mistake" as acknowledged by the customer, the reported event and subsequent fall can be contributed to user error. However, based on the report that the patient was hospitalized for several days, it is reasonable to conclude that fall and head injury required intervention to preclude permanent impairment. Therefore, hillrom considers this event reportable.

Event description:
The customer reported that during an unspecified patient transfer, the slingbar disconnected from the lift due to the quick release hook break, and the patient fell from 1 meter height. This report was filed in our complaint handling system as (B)(4).